Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: table 3.2 impella catheter components: ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
Us complainant reported that a patient was on impella 5.5 support. While on support, there was a concern for infection at surgical site. Swab of drainage was positive for pseudomonas. Blood cultures and CT scan were pending.

Event description:
There were reports of low pump flow during patient support. The patient's condition continued to deteriorate and was not a candidate for ventricular assist device. The decision was made to withdraw care and the patient expired. It is unknown if the use of the impella was related to patient death. Thus, there is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation of infection/sepsis has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. Low pump flow was not included in this investigation and another supplemental manfuacturer device report will be filed with those investigation results are completed. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-17635: b.1 changed to both adverse event and product problem b.2 outcomes changed to death, date of death included. B.5 death rationale statement added. B.5 additional failure mode was missing. B.7 medical history was missing on the initial manufacturer device report. D.4 model number revised. D.4 unique identifier (UDI) number revised. E.4 should have been left blank. H.1 type of reportable event. H.6 code 4648 and 2993 was reported incorrectly. A new code was added to health effect - impact code and medical device problem code.